Manufacturer narrative:
Medwatch report number: mw5145422.

Event description:
It was reported, a patient's lead was explanted in a procedure. On an unknown date, due to dislodgement. There were to patient consequences.